Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was contamination found on the ECG b v4 was causing the electro discharge voltage to short to ground. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.